Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was being used to close the umbilical fascia; it was noted that the tip of the needle was missing. All sterile areas and theatre were checked, the tip could not be located. An x-ray of the patient was completed which showed the tip of the needle in the umbilical fascia port abdominal wound. An ultrasound was completed to see if the tip of the needle was in the superficial layers of the skin, however it could not be clearly identified on ultrasound. Team discussed next stage; surgeon decided not to reopen the patient to retrieve the tip as would cause more harm to the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any plans in place to remove the needle piece in future? If yes, please provide the date (mm/yy/yyyy). What is the surgeon's opinion of consequences to the patient? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.